Event description:
It was reported that the patient has been experiencing constant voice alteration. Otolaryngology (ent) evaluation and laryngoscopy indicated no vocal cord paralysis. The ent recommended vocal cord therapy. Per the implanting surgeon, no additional information on the voice alteration is available as the surgeon was never made aware of this complaint. No additional relevant information has been received to date.